Event description:
It was reported that the drill bit broke intra-operatively while drilling tibial pegs, and the procedure was completed using a different instrument. There was no impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: proposed component code: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.